Event description:
Medtronic received information that the patient with this bioprosthetic valve died 9 months post implant. It was reported, by the patient's spouse, that during the months following implant, the patient was seen numerous times for bleeding (origin and cause unknown) and infections. The patient's spouse also reported that the cause of death on the death certificate indicated "bacterium." No autopsy was performed.

Manufacturer narrative:
Method - other - device history reviewed. Results - other - device history review found the product met specifications when released for distribution. Conclusion - other - cause of event cannot be determined. Analysis: the valve was not returned to medtronic for evaluation. The patient's spouse reported that the cause of death was "bacterium", however, no autopsy was performed and no product performance complaints were received from the health care professional. Conclusion: without the return of the valve for evaluation, no definitive conclusions can be drawn regarding the performance of the device. Review of the device history record, however, shows that the product met specification when released for distribution. Further, the report of "bacterium" as a cause of death, coupled with no allegations of product deficiencies from the health care professional suggests that the death was not valve related.